Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the tip of the single port (sp) monopolar curved scissors (mcs) instrument had a gray plastic missing, so the disposable scissor could not be installed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: instrument damage was identified before the surgical procedure, prior to the patient entering the room, and the affected instrument was promptly removed and replaced. The device was not used on a patient, and no fragments fell or required retrieval. The issue was discovered when the surgical technician attempted to install the tip accessory.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and would have measured approximately 3.13mm x 1.80mm. The broken tip adapter made it difficult to install a tip and caused the tip to not be securely attached. Visual inspection was performed and found no external damage on the housing. All input disks articulated without any issues. The complaint regarding some of the gray plastic tip is missing was confirmed by failure analysis. The probable root cause of a damaged tube adapter may be attributed to excessive force applied to an installed tip accessory during use, such as inadvertent collisions with other instruments.